Event description:
The pt was having a c-plasty closure of tracheal cutaneous fistula. Six, dime to quarter size burns were noted down the leg where grounding pad was. This was noticed after the procedure when pad was removed. Surgeon was contacted and assessed the pt. Ointment was applied. The cautery machine and grounding pad were sent to biomed for evaluation. No problems were noted with the devices.